Event description:
Pt arrived for dialysis and was found to have a crack in the venous connector of the tesio catheter. Pt was sent to the hosp to have the connector replaced. Pt returned from the hosp with a plastic 'christmas tree' piece inserted and taped to the venous tubing. When the blood pump was turned up to its full speed, the 'christmas tree' spearated from the tubing causing the pt to lose an estimated 100-200cc of blood.